Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001822565 - 2017 - 05710. 0001822565 - 2017 - 05711. Concomitant products: unknown femoral head unk part/lot; unknown femoral stem unk part/lot; unknown acetabular cup unk part/lot, unknown acetabular liner unk part/lot. Report source, USA. Report source, literature - mcgrory bj, jorgensen a, high early major complication rate after revision for mechanically assisted crevice corrosion in metal-on-polyethylene total hip arthroplasty, the journal of arthroplasty (2017), doi: 10.1016/j.arth.2017.07.004. No device was returned for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. A review of device history records (DHR) was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported in a journal article that a patient was revised due to mechanically assisted crevice corrosion (macc). Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported in a journal article that a patient was revised due to mechanically assisted crevice corrosion (macc). It was noted that pathology results revealed alval (aseptic lymphocyte-dominated vasculitis associated lesion), and elevated metal ion levels. Attempts have been made and no further information is available at this time.